Event description:
It was reported that the case was for the treatment of the internal and common carotid arteries. The accunet was placed into position and deployed without any issue. The internal carotid was pre-dilated and then an acculink stent was deployed without any issue. Then, another company's stent was placed in the common carotid. As there was a gap between the stents, a third stent was to be placed. The 6fr sheath was pulled out of the common carotid to the aorta and without sheath support, the third stent was not placed. Then, upon trying to capture the accunet device with the recovery catheter without any sheath support, difficulty was met. Another company's guide wire was torqued and it started to shred. The guide wire became stuck and the recovery catheter was stuck on the guide wire. Then, the accunet device became stuck inside of the stent. The physician was able to get the sheath up through the stent, which dislodged the accunet device from within the stent. The accunet device was then pulled through the stent and removed with the sheath. No pt effects were reported.